Event description:
It was reported that during a coronary artery treatment procedure, stent damage occurred. The lesion being treated was a 99% stenosed, severely calcified and tortuous portion of the distal right coronary artery. The physician predilated the lesion and was trying to implant a 3.50x28mm promus element stent, but there was difficulty crossing the lesion. When the physician tried to withdraw the device into the non-bsc guiding catheter, the proximal edge of the stent lifted. The procedure was completed with another of the same device. There were no further complications and the patient status is good.

Manufacturer narrative:
Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).